Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that the patient experienced two seizures that occurred the day after the deep brain stimulation (dbs) placement. The diagnostic methods included an examination on (B)(6) 2014 that resulted in the identification of the event. The etiology was noted as related to the device/therapy and related to the implant procedure; surgery/anesthesia were noted. There were no actions/interventions taken to resolve the issue; however, the event was considered resolved without sequelae on (B)(6) 2014. No further complications were reported/anticipated.